Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient had quite a bit of bleeding from the midline incision after a surgical procedure on (B)(6) 2025. Patient was brought to the operation room. Patient's incision site was opened and a hematoma was removed. Issue was resolved post-operation.